Manufacturer narrative:
Concomitant medical products: plc201400/14398552 UDI: (B)(4). Of the contralateral leg components implanted on (B)(6) 2016, it is unknown which component was implanted on which side. Please reference MFR report #2953161-2020-00009.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020, bilateral type ib endoleaks were discovered. The endoleaks were caused by bilateral degenerative iliac disease. On (B)(6) 2020, a reintervention occurred to treat the endoleaks. On the left side, coil embolization of the left internal iliac artery was performed along with an implant of a contralateral leg component to extend distally to the left external iliac artery. On the right side, a retrograde implant of an ibe device was performed (off label) to extend and bridge the previously implanted contralateral leg component.